Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed foam particles inside the assembly in addition to tobacco contamination and insect infestation. Additionally, the service technician also noted multiple error codes (e4 and e94) and the pca needed to be replaced. The service center scrapped the device after the evaluation was completed.